Event description:
It was reported that during a surgery procedure that the surgeon fixed the polyaxial screw with a persuader according to the op-technique and noted that the head of the polyaxial screw was loosening. To retrieve the broken screw out of the dorsal cervical spine, he had to remove the neighboring screw as well. To achieve the planned surgical result, another polyaxial screw was utilized.

Manufacturer narrative:
Product and additional information, has been requested and if received, will be supplied on a supplemental.